Event description:
It was reported that a pump refill was scheduled for (B)(6) 2010; however, the refill was postponed because the patient could not visit the hospital due to fever. The refill was then scheduled for (B)(6) 2010, although the 3-month refill term would have passed by then. It was noted that the patient had hypoxic encephalopathy and had been taking medications through a tube; the symptoms were unrelated to the device system or therapy. On (B)(6) 2010, the patient had reported that she was suffering from cholecystitis and again could not present for the scheduled pump refill. The physician decided that the refill needed to be performed at the facility where the patient was admitted. The device system delivered gabalon. It was later reported that the date of onset of the cholecystitis was (B)(6) 2010 and the patient was hospitalized. The patient had also developed pneumonia on (B)(6) 2010, unrelated to the device system or therapy. The patient was noted to have been recovering from the pneumonia on (B)(6) 2010. On (B)(6) 2010, a cholecystectomy was performed. As of (B)(6) 2010, the patient had recovered from the cholecystitis. It was later reported that following the second missed refill, the patient had been transferred to the trauma department of the hospital where she was admitted. The pump refill was performed on (B)(6) 2010. The healthcare provider (hcp) stated that it could not be denied that the possibility that functions related to bile excretion, such as gallbladder and common bile duct functions, were suppressed. However; the patient was generally bedridden and it was believed that these functions had always been poor. Therefore, it was felt that the gabalon¿s involvement with respect to these functions was small.

Manufacturer narrative:
(B)(4).